Event description:
Cement setting time faster than the listed time. It set in 6 minutes instead of 10 minutes. Reported 2 1/2 hr delay to surgery time.

Manufacturer narrative:
No baseline since this product is sold in the us under a different catalog number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.